Event description:
New information was received. The catheter was flushed with a continuous irrigation line per IFU during the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #284452278:this pe was combined with pe 705285020 equipment used: video inspection system (m-81805), ruler (m-83360), pin gauge sets (m-84082, m-84081), camera (panasonic lumix dmc-zs5), in-house 0.0160¿ mandrel as found condition: the phenom-17 micro catheter and axium prime coil were returned for analysis within a shipping box; within two resealable plastic biohazard pouches; within individual opened outer cartons and within individual resealable plastic pouches. Visual inspection/damage location details: no damages or irregularities were found with the phenom-17 micro catheter hub. No damages or irregularities were found with the exterior of the micro catheter. The distal tip and marker band was found intact and undamaged. The actuator interface was found securely attached to the coupler tube. The break indicator was found intact. No evidence of detachment attempts was found at these locations. No damages or irregularities were found with the pusher. The axium implant coil was found still attached to the pusher. The distal implant coil was returned already deployed out of the introducer sheath. The implant coil was found stretched and damaged with the polypropylene filament broken. The implant coil tip was still attached to the implant coil. No breaks were found with the implant coil or pusher. No damages were found with the introducer sheath. Testing/analysis: the phenom-17 micro catheter total length was measured to be ~159.6cm and the usable length was measured to be ~151.8cm, which is within specification (specification: total (ref) = 156.5cm, usable: 150cm ± 5cm). The phenom-17 micro catheter inner diameter was measured to be 0.0165¿ at both ends, which is within specification (specification: 0.017¿ ± 0.001¿). The micro catheter was flushed with water; and water exit out the distal end. An in-house 0.0160¿ mandrel was inserted into the phenom-17 micro catheter hub, through the micro catheter body and out the distal end with resistance encountered starting at ~33.6cm from the proximal end. A bunched-up piece of the inner liner was pushed out the micro catheter distal tip. The returned axium prime implant coil was retracted back within its introducer sheath and could not be advanced back out as it was found to be stuck. The implant coil could not be used for resistance testing due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ and ¿resistance/stuck in catheter¿ were confirmed. The cause of the resistance was found to be the damaged inner liner occluding the micro catheter. Possible causes for catheter liner damage are high force deliver, devices not hydrated prior to use, continuous flush was not used during procedure, coil advanced aggressively, coil advanced against high resistance, or more than one device used simultaneously in the micro catheter. The customer report of ¿coil break¿ could not be confirmed as the returned axium prime implant coil was found unbroken. The implant coil was found damaged and stretched, however. The cause of the stretch/damage is likely due to advancing/retracting the device against the reported resistance. The ngod10 2022-11-20 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reporting physician information was not provided based on country privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium framing coil that had resistance and broken in the phenom 17 microcatheter. The patient was undergoing a balloon assisted coil embolization procedure to treat a ruptured saccular right internal carotid artery posterior communicating segment aneurysm. The aneurysm max diameter was 20mm and the neck diameter was 17mm. Blood flow was normal. Vessel tortuosity was moderate. It was reported that the devices were prepared as indicated in the instructions for use (IFU). The microcatheter was in place. The coil was the first to be used in the procedure. It pushed out of the introducer sheath smoothly. During delivery or the coil, there was resistance felt from the hub to the middle of the phenom catheter. It was attempted to continue pushing the coil but it could not be advanced further. The coil was removed and found to be broken, however it was also indicated that it was unknown if there was any damage to the coil or the catheter. The devices were replaced to complete the procedure. There was no harm or injury to the patient.